Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received hip-tep right side in 2007 (pe inlay 52/32 and metal head) , and hip-tep left side in 2008. She was satisfied. In 2011, 2013, and 2014 patient was world champion in the (B)(6) walking half marathon. All in all little discomfort, but occcasional discomfort in right hip. Radiological a considerable wear of pe at right hip was seen. Revision of inlay and head on (B)(6) 2017. Update 12-11-2017. Translated medical records reviewed. Revision notes (B)(6) 2007 indicate the patient has asymmetrical inlay wear on the right as well as osteolysis in the pelvic region and thighs. Revision of the inlay and femoral head was performed without complication indicated by the surgeon. Updated 1-4-2018.

Manufacturer narrative:
Product complaint # =: (B)(4). From the information reviewed, it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.